Event description:
I had lasik in (B)(6) 2017 during the (B)(6) holiday in (B)(6). I was anxious about it (the idea freaked me out), but pushed those anxieties down, as I told myself that if the doctor said I wasn't a good candidate, or if there were going to be any special things I had to do to prepare my eyes, I would back out. The doctor said I was a perfect candidate, and that the dry eye wasn't an issue. I had passed the strip test they give you to test for tear production. He told me I would only experience elevated dryness for a few weeks post-op. So I scheduled an appointment. (They actually perform so much lasik in (B)(6), that you can receive surgery the same day as your consult, but I wanted time to prepare.) During surgery, the doctor had trouble getting the machine to make the cut in my cornea. He had to call on a senior doctor for help. I apparently had scarring on my cornea that they missed during my consult, which made the cut more difficult. I had a massive anxiety attack, but was too afraid to ask them to stop. I wish I had now. I have never experienced the pain I experienced post surgery. The dryness was unbearable, and the light sensitivity was horrendous. I could barely make it through the school day. The doctor told me that the headaches I was experiencing were not related to lasik (insert massive eye roll here) and recommended I see a neurologist. He also told me I did not have dry eye, and he would be able to tell if I did. I went and saw a different eye doctor, who told me I had horrible and obvious dry eye. When I came home to the states, an eye doctor here re-affirmed that my eyes were so dry they were actually chapped. He put in plugs (which have long since fallen out and haven't been re-inserted), and told me my eye lids actually don't close all the way. This is likely what caused my dryness and corneal scarring. I actually have to now use medical tape to close my lids at night after putting in ointment. I also use goggles to sleep, and use systane ultra drops with no preservatives about every 10-15 minutes throughout the day. Sometimes more when my eyes are acting up or the winter is causing more pain and dryness. I can get through my day without debilitating pain most of the time, but I never feel "normal." I'm always aware of my eyes and their discomfort. I have to use ointment during the day if my eyes are feeling especially painful, and I use a humidifier constantly. I use peppermint oil on my brow bones when the dryness causes frequent sinus headaches. Naturally, I'm anxious about what complications could arise for me in the future. I'm depressed when I think about what I've lost. Lasik has ruined my eyes and I now find it to be a disgusting business meant only for the doctor's profit. FDA safety report ID# (B)(4).